Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The nurse who was taking care of a patient reported that they had been outside with the patient and the controller for over an hour. The automated impella controller (aic) soft buttons were not working. The patient was being supported by an impella 5.5 and all waveforms were visible but there was no changes that could be made to the controller due to the soft buttons no longer responding to touch. Upon returning to the patient's room, the nurse noted that the enter cardiac output white alarm was displayed. The nurse attempted to go to the menu soft button to enter cardiac output and noted the soft button would not open the display. They then attempted to open the other soft buttons and those also would not open up any menus. Despite multiple attempts, the soft buttons would not function. Due to patient needing to remain on support, the decision was made to transfer the patient to another automated impella controller (aic). The nurse completed the transfer following standard procedure. It was noted by the nurse that they had went outside of the hospital today to the fountain and he noted that the patient was very close to the water and even stuck his fingertips in the water. Prior to going outside or near the fountain, there were no issues with the controller. When the impella 5.5 was plugged into the new aic, the placement signal screen displayed but the flow control was set at p-0, not on p-6 like it was on previous aic. The nurse increased the flow control to p-6, the patient's prior setting. The impella ramped up on flows but at first was registering flows greater than 8 and 9 liters and alarming suction. Suction was troubleshooted but did not resolve. Flows were appropriate so p-level was increased to p-6 with mean flows of 3.4 liters per minute. At this time, the suction alarm resolved and placement signal not reliable alarm was displayed. Placement signal and left ventricle signal was not displayed on the new aic. Additional information was received. The patient is being transferred to another facility and is being worked up for a left ventricular assist device. It is unknown if the device will be able to be returned. The patient is still on support.

Manufacturer narrative:
Additional information received which included the patient outcome of death. The following fields were updated based on the additional information: b1, b2, b5, d6b explant date, h1 h6 health effect - impact code f26 removed and f02 and f1903 added. H6 health effect - clinical code e2403 omitted. H6 medical device problem code a141204 added.

Event description:
Updated clinical narrative: updated 07/13/2026 with aei. Additional information was received that the patient remained hemodynamically stable; however, there were no viable long-term bridge options available. As a result, a decision was made to transition the patient to palliative care. The patient subsequently expired. The death is being reported, but is more likely attributable to the underlying critical cardiac condition necessitating elective impella 5.5 support, the pre-support clinical state of society for cardiovascular angiography and interventions (scai) stage e, the lack of available long-term advanced heart failure therapies or bridge options, and the subsequent transition to palliative care. Previous clinical narrative: a 62-year-old male underwent elective impella 5.5 support via surgical aortic placement. The patient's pre-support condition was reported as society for cardiovascular angiography and interventions (scai) stage e. During support, the patient had been outside the hospital with the automated impella controller (aic) for more than one hour. Upon returning to the patient's room, a white "enter cardiac output" alarm was displayed. The nurse attempted to access the menu soft button in order to enter the cardiac output value; however, the soft button did not respond. Additional attempts to access other soft button menus were also unsuccessful. Despite multiple attempts, the touchscreen soft buttons remained non-functional. The nurse reported that earlier in the day the patient had been near a fountain outside the hospital and had placed fingertips in the water. No controller issues were reported prior to going outside. The affected controller (first aic) continued to display waveforms and the impella 5.5 continued providing support; however, no controller settings could be changed because the soft buttons were unresponsive. The patient management line was contacted for troubleshooting, and transfer to a second aic was recommended. The nurse subsequently performed an aic-to-aic transfer in accordance with standard procedure. Following connection of the impella 5.5 to the second aic, the placement signal screen was displayed; however, the flow control setting was noted to be at p0 rather than the prior setting of p6. The nurse returned the support level to p6. Following the increase in support, the controller initially displayed flows greater than 8 to 9 l/min and generated suction alarms. Troubleshooting was performed, but no specific cause was identified. With continued support, the flow stabilized at a mean of approximately 3.4 l/min at p6, and the suction alarms resolved. A "placement signal not reliable" alarm was subsequently displayed, and placement and left ventricular signals were not visible on the second aic. Based on the information available, unresponsive touchscreen soft buttons were reported on the first aic, resulting in transfer to a second aic. Following transfer, transient suction alarms, elevated flow displays, and placement signal abnormalities were observed. Several weeks after the previously reported events, a pump stop alarm occurred. Standard troubleshooting was performed; however, the pump could not be restarted. Due to the patient's transition to palliative care, the impella 5.5 was explanted and was not replaced.